Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had act button sticky or non-responsive and squirts insulin while priming. The insulin pump had a unexplained no delivery alarms, insulin pump error code, diminished battery life from day one use, often rejects new batteries, often losses settings during battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.